Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4); product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 24259758.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. X-ray imaging shows one lead had migrated from its original position. The patient underwent a revision procedure wherein the lead and click anchor were replaced. The explanted device components will not be returned.